Event description:
IV tubing broken resulting in leak of tpn to be infused. Noticed immediately and equipment sequestered. Manufacturer response for IV tubing, IV pump set clearlink 10 drops /ml drip rate 112 inch tubing 2 ports (per site reporter). Sample retrieved, e-mailed baxter requesting RMA/mailer. Baxter (B)(4); ynhhs responded to the baxter request for additional incident detail inquiry. RMA & mailer received; sample shipped ups. Lots of similar reports in maude. Added to internal taskforce to examine.

Event description:
IV tubing broken resulting in leak of tpn to be infused. Noticed immediately and equipment sequestered. Manufacturer response for IV tubing, IV pump set clearlink 10 drops / ml drip rate 112 inch tubing 2 ports (per site reporter) sample retrieved, e-mailed baxter requesting RMA/mailer. Baxter (B)(4); [redacted name] responded to the baxter request for additional incident detail inquiry. RMA & mailer received; sample shipped ups. Lots of similar reports in maude. Added to internal taskforce to examine.

Event description:
IV tubing broken resulting in leak of tpn to be infused. Noticed immediately and equipment sequestered. Manufacturer response for IV tubing, IV pump set clearlink 10 drops / ml drip rate 112 inch tubing 2 ports (per site reporter) sample retrieved, e-mailed baxter requesting RMA/mailer. Baxter (B)(4); [redacted name] responded to the baxter request for additional incident detail inquiry. RMA & mailer received; sample shipped ups. Lots of similar reports in maude. Added to internal taskforce to examine.